Manufacturer narrative:
Investigation summary: two photos and three 50-count tip cap trays confirmed to be from batch #8212539 (p/n 305822) were received and evaluated. One of the trays was opened and two had the original seals intact. It was observed one of the tip caps in a tray contained two black embedded foreign matter particles near the top on the inner part of the cap. The foreign matter appeared to be burnt plastic and both particles were larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 8212539 is considered in compliance with our product specification requirements.

Event description:
It was reported that black particles were found on the bd¿ bulk sterile convenience pak syringe tip cap before use. The following information was provided by the initial reporter: "a syringe cap with 2 black particles found leached to the plastic."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black particles were found on the bd¿ bulk sterile convenience pak syringe tip cap before use. The following information was provided by the initial reporter: "a syringe cap with 2 black particles found leached to the plastic."